Event description:
It wad reported that, during set-up/inspection of a debridement surgery case, the handpiece failed to come out from the versajet ii console. Surgery could not be performed and it was cancelled instead. No patient injury reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The event may cause minor or temporary injury requiring no or minor medical intervention. The event may require use of a backup device to continue therapy. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.